Event description:
(B)(6) orders with (B)(4). Doctor reported 3 blades splitting during use. Hip surgery. Yes this blade is used for hip procedure. The center of the blade split. Patient was not affected. Procedure was delayed. Two incidents when the blade actually split. So the surgeon had to retrieve the blade. Another incident saw the blade had split during use. The surgeon stops the procedure and removes all of the blade. No devices used along with the blade. The blade was stored and handles per standard of care.